Event description:
It was reported that during a follow up after a post-implantation procedure of the subject flow diverter stent the patient experienced sever headache, staggering, imbalance and a stroke. Magnetic resonance angiography (mra) was performed during which an acute lacunar infarct of the right central pons was discovered. The current patient's condition is recovering/resolving. Update: additional information received on 23 may 2025 confirmed that the adverse event stroke is not related to the study device.

Manufacturer narrative:
B1 adverse event/product problem - corrected - no adverse event. H1 type of reportable event - corrected - no serious injury. B2 outcomes attributed to ae - corrected - no adverse event. B5 executive summary - updated. Clinical signs code grid - updated. Health impact code grid - updated. Device code grid - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. A labelling review and risk assessment could not be performed as there was no allegation of failure or malfunction against the device. It cannot be confirmed that the device met specification, as the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there were no device deficiencies noted. The device was successfully implanted and completely covered the aneurysm neck. As there was no allegation of failure or malfunction against the device an assignable cause of undeterminable will be assigned to the reported complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a follow up after a post-implantation procedure of the subject flow diverter stent the patient experienced sever headache, staggering, imbalance and a stroke. Magnetic resonance angiography (mra) was performed during which an acute lacunar infarct of the right central pons was discovered. The current patient's condition is recovering/resolving.